Event description:
The package for the polyethylene bearing insert of the total knee tibial prosthesis contained only one component instead of two. Surgery was likely delayed as a result of this event. No other info was provided to co.